Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose (bg) level for this event. Additionally, it was reported that the customer experienced a lowered bg level of 42 mg/dl; cause was unknown. Customer used nasal spray, "baqfimi/glucagone" and gummy bears to address the lowered bg. A system check was performed by tandem technical support and no pump issues were found. Recommendation was made to consult with a healthcare provider to discuss diabetes management.